Event description:
It was reported that this patient underwent hip surgery. The device recorded a false positive set of signal artifact monitor (sam) for oversensing the noise cause by electrocautery. The device remains in service. No adverse patient effects were reported.